Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing the left coil completely in the ovarian tube" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included seizure, migraine and c-section. Concurrent conditions included epilepsy since 2008, penicillin allergy (hives), perineal pain, ovarian cyst, hemorrhagic cyst, paratubal cyst and endometriosis. Concomitant products included eletriptan hydrobromide (relpax) since 2009 and zonisamide since 2008. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage ("heavy irregular bleeding"). On (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia") and heavy menstrual bleeding ("abnormal bleeding(vaginal, menorrhagia)"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient experienced vaginal cyst ("other injury(ies) or complication(s) please describe: vaginal cyst/lump"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen persistent") and allergy to metals ("nickel allergy"). The patient was treated with surgery (cystoscopy, robotic bilateral salpingectomy,removal of essure, right ovarian cystectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia, vaginal cyst, abdominal pain lower, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, vaginal cyst and vaginal haemorrhage to be related to essure. The reporter commented: the proximal portion of the tube shows a partially protruding, partially stretched coiled silver metallic essure wire contraceptive device (5.8 x 0.1 cm) discrepancy noted in explant date : operative information- date: (B)(6) 2019 (as written) . Most recent follow-up information incorporated above includes: on 12-aug-2021: mr received. Reporter information, other relevant history, explant date, surgery type and reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing the left coil completely in the ovarian tube" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included seizure, migraine and c-section. Concurrent conditions included epilepsy since 2008, penicillin allergy (hives) and perineal pain. Concomitant products included eletriptan hydrobromide (relpax) since 2009 and zonisamide since 2008. In march 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage ("heavy irregular bleeding"). On (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient experienced vaginal cyst ("other injury(ies) or complication(s) please describe: vaginal cyst/lump"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen persistent") and allergy to metals ("nickel allergy"). The patient was treated with surgery (essure removal). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal cyst, abdominal pain lower, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal cyst and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: this case become serious incident. Pif received. Removal detail added. Event: genital hemorrhage was updated as non-serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.